Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 39286-65, serial/lot #: (B)(4), ubd: 27-sep-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient (pt) who was I mplanted with an implantable neurostimulator (ins). It was reported that patient had multiple falls (dates unknown) and stated coverage changed. Impedances checked and 6 contacts on the right side of the paddle out of range. Fractured lead. The issue is not resolved. No injury was reported. Additional information was received from the rep and it was reported that the ins was replaced due to eri. Impedances check was conducted to find the fractured lead and a reprogramming was conducted not using compromised contacts. Still fractured but pt has good coverage of area.